Manufacturer narrative:
Block b3: exact date unknown, event occurred at the end of (B)(6) 2023. Block d6b: exact explant date unknown, explant occurred at the end of (B)(6) 2023. Additional suspect medical device components involved in the event: product family: dbs-ipg-r-MRI, upn: m365db12160, model: db-1216, serial: (B)(6) , batch: 562371. Product family: dbs-lead fixation, upn: m365db4600c0, model: db-4600c, serial: n/a, batch: 30994072. Product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(6) , batch: 7101418. Product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6) , batch: 7106175. Product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6) , batch: 7107899.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced a fever and swelling at the surgical burr hole site due to an infection. Therefore, the patient underwent a full system explant procedure in which all dbs device components were removed. The physician assessed that the infection was not device related. The patient was given antibiotics as treatment and had fully recovered postoperatively. The explanted devices will not be returned as they were not released by the medical facility.